Event description:
It was reported that the device could not be interrogated. It was explanted and replaced.please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.